Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gave inaccurate readings. He stated that at one point, the sensor had been off by over 100 points. When the sensor glucose reading was at 56 mg/dl, the blood glucose reading was 120 mg/dl. Customer declined troubleshooting. He also reported issues in the past with the adhesive not adhering to his body. Nothing further was reported.